Manufacturer narrative:
This report is submitted on december 20, 2022

Event description:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator resulting in an infection at the implant site which was treated with IV antibiotics. The device was explanted on (B)(6) 2022. It is anticipated that the patient will be re-implanted once the infection resolves.

Manufacturer narrative:
Device analysis report attached. This report is submitted on january 12, 2023.